Event description:
It was reported, that a malfunction alarm occurred. Additionally, it was reported, that the customer received a continuous glucose monitor error 42. During troubleshooting with tandem technical support, the malfunction alarm was cleared, pump was reset. And insulin delivery was resumed successfully. Customer¿s blood glucose level was 95 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.